Manufacturer narrative:
Correction: adverse event and product problem to product problem, date of event, relevant tests/laboratory data: medications, other relevant history: depression, tobacco use. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "unable to retrieve, difficulty walking, fatigue, ulcers, leg pain and numbness." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. It is unknown if the reported difficulty walking, fatigue, ulcers, leg pain and numbness are directly related to the filter and unable to identify corresponding failure mode(s) at this time. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product problem serious injury to malfunction implant date corrected to (B)(6) 2013. Additional information provided determined that this device was manufactured by cook inc. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff received a gunther tulip filter on (B)(6) 2013 via the right internal jugular vein due to deep vein thrombosis and pre-op coronary artery bypass surgery. Patient alleges difficulty walking, fatigue, ulcers, pain and numbness in lower extremities. Retrieval was attempted on (B)(6) 2015 and was unsuccessful. Per retrieval report "the filter is without obvious clot. The filter could not be successfully retrieved due to apparent endothelial attachment to the filter. A decision was made to leave the filter as a permanent structure."